Manufacturer narrative:
Additional information: h11: five (5) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and the injection site swage height was checked and found to be within the specification limits. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) interlink system injection sites had cracked septa. This was observed before use. There was no patient involvement. No additional information is available.